Manufacturer narrative:
The customer's console was received back at the suros service department on december 6, 2006. At that time, it was visually verified that the plastic on/off switch cover had shattered, exposing the inner workings of the switch. On december 14, 2006, it was identified through verbal discussion that, while the console was still in the customer's possession, they had decided to try to turn the instrument on by sticking their finger into the open orifice where the on/off switch cover had been. A mild electrical shock was received by the user when they attempted to engage the switch. It was verbally identified that the user did not claim any injury, i.e. No physical markings were created by this incident and the user experienced nothing more than the sensation of a shock in their finger. Suros is still investigating this issue.

Event description:
Customer called complaint line to report a broken "on/off" switch on their atec console. Although the customer did not claim to be injured in any way, it was identified through verbal conversation with the customer that they stuck their finger down into the "on/off" switch hole to turn the machine on and received a mild electrical shock.